Event description:
On (B)(6) 2014, the (B)(6) affiliate reported that the pt. (Patient) consulted an eye care professional (ecp) on (B)(6) 2014 and was diagnosed with corneal infiltrate od. The infiltrate was located at the "outer edge of the brown part of the od, 3' o'clock". The "infiltrate was punctate and its size was estimated to be 0.1 to 0.2mm". The pt's visual acuity (va) with cl was 1.2 od, the pt's od va was not affected. The pt was prescribed tarivid 0.3% eye drops qid for od and flumetholon 0.1% eye drops qid for od. "The ecp thinks that the infiltrate was possibly infectious. No cultures were conducted. The pt was instructed to discontinue cl wear until full recovery. The ecp thinks that the pt was instructed to return for follow-up when the pt almost uses up the eye drops, but the ecp is not sure. The ecp determined that the symptom was common and mild and this event was not serious. The ecp determined that this event could be triggered by the cl". The pt's pain and redness resolved in about a week after the ecp visit. The pt. Did not return for a follow-up visit. The pt was contacted on (b)(60 2014 by the (B)(6) affiliate and it is reported that the od was fine. The pt returned to cl wear and currently wears a competitive cl which the pt previously used. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Four lens cases were received from the suspect lot #360880337 with 1 cl in each case. The parameters of 4 lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. Visual inspection revealed 2 lenses had an edge chip, no other visual attributes were observed. Nineteen additional sealed blisters from the same lot were returned for evaluation; the solution of those lenses was tested. The ph and conductivity were in specification. Any additional information received will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Device labeling: single use or reuse.